Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient who was receiving lioresal 500 mcg/ml at 25 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported a motor stall occurred. The pump was interrogated at the clinic, and it was confirmed the pump was stalled. It was noted this was the second time the pump had stalled. The pump was going to be programmed to minimum rate and the patient was referred to neurosurgery. It was noted surgical intervention had not yet occurred, and it was unknown if surgical intervention was planned. The issue was not resolved at the time of this report. There were no patient symptoms reported. The lot number for the lioresal was unknown. Other medications the patient was taking at the time of the event was unknown. The patient's relevant medical history was unknown. The patient's status at the time of the report was "alive-no injury."

Manufacturer narrative:
Initial analysis of the pump noted a film of moisture covering all of the pump components under the inner cover. A slice cut was observed in the pump tubing during analysis. Although a leak was suspected, pump tube leak testing could not establish a breach. The initial resistance of the feedthrough passed testing; however, visual analysis noted dendritic growth across the ceramic insulation of the feedthroughs m1 and m2. The finding was categorized as a feedthrough anomaly of shorting across the insulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was indicated that the pump had been replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.